Manufacturer narrative:
Device manufactured august 30, 2022-august 31, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked through the injection site. The device was filled with fluorouracil 4250mg in 30ml sodium chloride 0.9%. This was occurred during filling. There was no patient involvement. No additional information is available.